Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer did not mention numbers ramping on their own, nor that the scroll bar was not moving without input. Customer states that there is no response from any button. The insulin pump will be returned for analysis.